Event description:
It was reported that the temperature pacing electrode catheter balloon was burst. The user was exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used temperature pacing electrode catheter. Visual inspection of the sample noted a balloon burst on the catheter. A potential root cause for this failure mode could be ¿contaminants, latex defects or abrasion of balloon after attachment to shaft, windows or inclusions over stretched balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires." "Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged." "Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage." Corrections: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature pacing electrode catheter balloon was burst. The user was exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.